Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. Patient would have a wound leakage on post op day 1 that resolved by post-op week 1. It was noted on post op week 1, however, that the iris was plugging the xen with an iop of 34 and severe encapsulation. This required a laser iridoplasty. On post op week 2-3, patient had an iop of 20mmhg that required starting of 3 iop medications. Patient ultimately would have an iop of 51mmhg around post-op month 6-8 that was not controlled on a total of 4 iop medications, requiring placement of an ahmed valve. Device remains implanted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303, f2301. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.